Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that spine application was reloaded and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that during a spinal fusion procedure when taking an imaging spin the exams would load in cranial application but not in spine application. Representative mentioned that the cranial application was updated. Site used another medtronic navigation system to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.